Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0902 was coded for the all black screen allegation. A0908 was coded for inaccuracy. A1102 was coded for the error messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a transsphenoidal tumor resection using the ear, nose, and throat (ent) lateral skull base procedure, the site was navigating with no issue for roughly 30 minutes and then reported accuracy was lost. The site then re-registered the patient using a different model. The original image used for registration was a CT-a including the whole head down to t2. For the second registration, a manufacturer representative (rep) swapped to a head MRI. The surgeon experienced difficulties registering on the MRI. The rep noticed the patient tracker was coming off of the adhesive pad with appx 1 mm between tracker and skin. The rep swapped to a new tracker, the system then threw an error. The rep reported an error appeared against an all black screen and noted the system needed to restart, additionally reporting the error message may have had a "yes/no" button. The rep rebooted the system and the surgeon was able to complete a registration and was satisfied to continue with procedure. A patient was present. There was a 20-30 minute surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd:-, UDI#: - ; product ID: 9735736, version: 2.1.0, ubd:-, UDI#: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the restart error was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Log analysis also determined that there was there was insufficient information to determine whether a software anomaly contributed to the inaccuracy issue. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Inaccuracy was 5-10mm